Event description:
It was reported by the patient that, she was implanted with a "davol patch" in 2002 in an out-patient procedure. Four days later, she was re-admitted to the hospital with a sever staph infection, "obviously a result of the patch", and was hospitalized for five days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.